Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6)-year-old male patient of unknown origin. Medical history was not reported. Concomitant medications included acetylsalicylic acid for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via cartridge and reusable pen (humapen savvio) 35u for the treatment of type two diabetes mellitus, beginning in "19999", or 2004 (conflicting information); frequency and route of administration were not provided. On unknown date, he had the top layer of his teeth removed and went into liquid diet, but his insulin lispro protamine suspension 75%/ insulin lispro 25% dose was not adjusted to match his food intake; so, in (B)(6) 2017, he experienced a low in his blood sugar levels (no values provided) and spent a night at the hospital. Due to it, his dose was decreased to 20u. In (B)(6) 2019, he started feeling like the dose knob of his humapen savvio was slipping when injecting, like if dial was moving and nothing came out or no insulin was seen, so he was not sure he was getting the dialed dose. Also, he could not get his blood sugars right (no values provided). Approximately in (B)(6) 2019, his blood test showed that his glycosylated haemoglobin (hba) levels increased to 63 (no units provided) (lot number d000428, pc (B)(4); and lot number 1405v01, pc (B)(4)). He had to adjust his insulin lispro protamine suspension 75%/ insulin lispro 25% to 25u and then to 27u. He stored his humapen savvio with the needle attached, did not reuse needles, and primed before each injection. Information regarding corrective treatments, and outcome of the events was not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. No follow-up was possible. No reporter contact details were provided, and there was no permission to contact treating physician. The patient was the operator of the humapen savvio his training status was not provided. The humapen savvio and suspect humapen savvio durations of use were not provided. The humapen savvio was available for return and action taken was unknown. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro protamine suspension 75%/ insulin lispro 25%; assessed the events of blood glucose abnormal, glycosylated haemoglobin and incorrect dose administered were related to the humapen savvio; and did not provide a relatedness assessment between the remaining event and the humapen savvio. Edit 21may2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a 74-year-old male patient of unknown origin. Medical history was not reported. Concomitant medications included acetylsalicylic acid for unknown indication. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25) via cartridge and reusable pen (humapen savvio) 35u for the treatment of type two diabetes mellitus, beginning in 19999, or 2004 (conflicting information); frequency and route of administration were not provided. On unknown date, he had the top layer of his teeth removed and went into liquid diet, but his insulin lispro protamine suspension 75%/ insulin lispro 25% dose was not adjusted to match his food intake; so, in (B)(6) 2017, he experienced a low in his blood sugar levels (no values provided) and spent a night at the hospital. Due to it, his dose was decreased to 20u. In (B)(6) 2019, he started feeling like the dose knob of his humapen savvio was slipping when injecting, like if dial was moving and nothing came out or no insulin was seen, so he was not sure he was getting the dialed dose (lot number 1405v01, (B)(4) ). Also, he could not get his blood sugars right (no values provided). Approximately in (B)(6) 2019, his blood test showed that his glycosylated haemoglobin (hba) levels increased to 63 (no units provided) (lot number d000428, (B)(4)). He had to adjust his insulin lispro protamine suspension 75%/ insulin lispro 25% to 25u and then to 27u. He stored his humapen savvio with the needle attached, did not reuse needles, and primed before each injection. Information regarding corrective treatments, and outcome of the events was not provided. Insulin lispro protamine suspension 75%/ insulin lispro 25% was continued. No follow-up was possible. No reporter contact details were provided, and there was no permission to contact treating physician. The patient was the operator of the humapen savvio his training status was not provided. The humapen savvio and suspect humapen savvio durations of use were not provided. The humapen savvio was returned to the manufacturer on 28may2019. The reporting consumer did not provide an assessment of relatedness between the events and insulin lispro protamine suspension 75%/ insulin lispro 25%; assessed the events of blood glucose abnormal, glycosylated haemoglobin and incorrect dose administered were related to the humapen savvio; and did not provide a relatedness assessment between the remaining event and the humapen savvio. Edit 21may2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10jul2019: upon review, the malfunction field for the humapen savvio (graphite) device was updated from no to unknown. Update 11jul2019: additional information received on 10jul2019 from the global product complaint database. Entered the device specific safety summary (dsss); updated the medwatch and european and canadian (EU/ca) device fields, malfunction from unknown to no, and device return status to returned to manufacturer; and added the date of manufacture and date returned to manufacturer for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 11jul2019 in the b.5. Field. No further follow up is planned. Evaluation summary: a male patient reported experiencing decreased blood glucose levels in june 2017 while using a humapen savvio device. In march 2019, he reported that the dose knob of his humapen savvio was slipping when injecting, so he was not sure he was getting the dialed dose. He experienced non-serious events of increased hba1c and abnormal blood glucose. Investigation of the returned device (batch 1405v01, manufactured may 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The user perception of the device movement accurately represents the device functionality. When the savvio pen is dialed up, the mechanical design creates a small gap between the foot and cartridge plunger to ensure no drug product is lost during dial up and dial down. When an injection begins, the small gap is closed before product is expelled from the needle. As the small gap is closed the dial may be perceived to rotate without observation of product being expelled. The patient also reported storing the device with the needle attached. The core instructions for use state to remove the needle after every use and to not store the pen with the needle attached. There is evidence of improper storage. The patient stores the device with the needle attached. This is not likely relevant to the event of decreased blood glucose since the patient stated he does not reuse needles and primes before each injection.